Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, it was reported that the patient experienced a skin reaction with redness, inflammation/ swelling, infection and pain/discomfort that developed into a large, red circular area that was tender to touch at the needle puncture site, which occurred 5 days after the sensor had been inserted in the arm. On the morning of (B)(6)2026, the patient was evaluated by a physician and diagnosed with an infection at the sensor insertion site, described as resembling a localized boil. No lancing was performed at that time. The physician prescribed doxycycline hyclate 100 mg and amoxicillin-clavulanate 875/125 mg, both to be taken twice daily. On (B)(6)2026, the patient returned to the (ed) emergency department because, although the treatment had improved the infection, it had not fully resolved. Following a physical examination, the site was incised and drained. There was no report that an anesthesia was used and how the incision was closed. The patient was prescribed doxycycline hyclate 100 mg twice daily as the sole medication. At the time of the call, the patient was generally doing well. No other details were provided. At the time of report, the patient¿s condition was unspecified data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.